Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during the load process. In addition, the customer stated the cartridge tubing was caught by the door which ripped out the cartridge. The customer's blood glucose level was 240 (mg/dl) at the time of the cartridge alarm and not impacted due to the cartridge being pulled off. Reportedly, the customer successfully loaded a cartridge onto the pump to address the event.